Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor oil on motor home switch noted. The insulin pump was unable to verify alarms in alarm history screen due to constant motor error alarms. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer also received a motor position encoder error alarm. Blood glucose value was over 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.